Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the tap tip broke off and could not be removed. The procedure was terminated with the tap tip remaining in the patient's bone. In same procedure, the drill bit was broken. All debris were removed from the patient.

Manufacturer narrative:
Correction to h6( device code). The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The received device shows signs of prior use, with slight nick marks observed on the cutting flutes, leading to wear of the tap flutes. A close inspection of the fracture surface indicates that the breakage occurred suddenly in a brittle manner, as there is no evidence of plastic deformation, and the surface appears shiny. The dimension analysis was conducted for the diameter of device and was observed to be within specification. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the root cause could be determined to be user-related as breakage is caused due to application of high torsional load due with wear out flutes. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the tap tip broke off and could not be removed. The procedure was terminated with the tap tip remaining in the patient's bone. In same procedure, the drill bit was broken. All debris were removed from the patient.